Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved vessel sealer instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the self-tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. No product issue was found. Additional unrelated findings not reported by site: the instrument was found to have a bent grip. One of the instrument jaws was found to be severely bent. The instrument was found to have one of the grip tips broken. For clarification, the grip insulation / cover was found to be broken at the tip. A piece measuring approximately 0.49 mm x 0.82 mm was broken off and not returned with the instrument. The instrument was found to have a detached fragment. The fragment broke off from one of the instruments grip / cover. The broken piece was not returned. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the curved vessel sealer instrument would not seal and had no feedback. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not have energy. The reported issue involved there being no energy at all during the sealing cycle. The issue did not involve delayed sealing. The issue did not involve insufficient sealing. There were no issues related to the cut function working with the seal function not working. The issue did not involve any other issues. The vessel sealer instrument did not work at all. The vessel sealer stayed yellow instead of turning green. There was no sealing in progress tone while the pedal was pressed at the time of the issue. There was no seal completed tone. No tissue was cut that was not sealed. There was no bleeding.